Manufacturer narrative:
(B)(4). Physio- control evaluated the device and verified the reported failure. Physio is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was inoperative while attempting to monitor a patient that was in acute rehabilitation facility. The patient had a rapid heart rate of 140 bpm and the device was retrieved for monitoring purposes. The patient was conscious, breathing and had a pulse when the users connected the device to provide care. After powering on, the device was reported to lose power when users tried to monitor the patient. It is not clear if the reported failure occurred with either ac or dc power or both. The patient was immediately admitted to the intensive care unit (ICU) where he was connected to other devices to monitor his condition. Thereafter, the patient was transferred to another facility. Defibrillation therapy was not needed anytime during the event. The device use had no adverse effect on the patient. The facility biomed evaluated the device and found it powering on properly but it had illuminated the service indication due to several event codes that were logged in the memory.